Event description:
Two separate trips to the ER; I was diagnosed with breast in 2006. I had a mastectomy on the right side and reconstruction with a silicone implant. I became sick with rheumatoid arthritis in 2016. Then my cancer returned on the left side. I had another mastectomy and reconstruction. Both implants were replaced with new silicone implants. My ra became worse and worse. Then my left implant ruptured in 2018 and I them both replaced again. My health has continued to decline. I have developed interstitial cystitis, dry eye issues, brain fog and fatigue. I believe these increasing systems are due to the implants. I plan to have them removed ad have a flat closure in july. It is sad and discouraging that not one health care professional during any of the six surgeries discussed the possibility of breast implant illness. It has cost me my health and thousands of dollars. Once my implant was removed my lungs completely cleared up. FDA safety report ID # (B)(4).